Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. No further testing could be completed due to blank display. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump lost power and shut down. Her blood glucose level is 203 mg/dl. The insulin pump lost power after the battery was changed. When the insulin pump again turned on, the lcd screen was not fully lit, and the audible alerts were not as loud as expected with a full battery. Standard troubleshooting was performed and revealed excessive no delivery alarms related to the battery change. The product is being returned. Nothing further was reported.